Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are hearing an audible alert from their device and their monitor was not working. A new monitor has been ordered for the patient. Two days later the patient went to their clinic where it was found that the audible alert was due to a lead integrity alert (lia) being triggered for the right ventricular (rv) lead. The rv lead exhibited elevated sic (sensing integrity counter) with oversensing and noise with high rate non-sustained episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.